Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unable to confirm the amount of insulin in the cartridge. The customer's blood glucose level ranged from 350-400 (mg/dl), and the customer intentionally delivered insulin while priming the tubing to address bg levels. Reportedly, a new cartridge was loaded successfully.